Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical products: vedr01 ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) lead were returned for an unknown reason, analyzed and tested out of specification. The patient is deceased but death is deemed not related as due to naturel causes.